Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.